Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion. Performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Eri due to low battery voltage recorded on (B)(4) 2011. Ramware version 8 installed on (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion. Performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Eri due to low battery voltage recorded on (B)(4) 2011. Ramware version 8 installed on (B)(4) 2011.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. Therefore the rv lead was capped and replaced with a new lead. It was also reported that the device was showing elective replacement indicator (eri) possibly due to high outputs. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.